Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump time was inaccurate, cause was unknown. The customer's blood glucose level was 254 mg/dl. Customer corrected the time to resolve the issue.